Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant depressed ca result is unknown. A low bias was detected by repeat quality control run after the patient sample. The account recalibrated the ca flex reagent cartridge after an exchange and flush of the instrument water container as well as hydration of new calibrators with fresh water. The quality control returned to within laboratory ranges. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant falsely depressed calcium (ca) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The result was confirmed as discrepant low based on qc run after the patient sample. The test was recalibrated and a higher result was obtained consistent with physician expectations. The is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed ca result. There was no report of adverse health consequences as a result of the falsely depressed ca result.